Event description:
It was reported that the right ventricular lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis revealed an insulation abrasion exposing the outer coil at 19.0 cm to 19.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction to another implantable device.